Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set issue as cannula was lying flat on the stomach due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, he first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. The patient's highest blood glucose level was 900 mg/dl. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.